Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle is broken (chipped) where the surgeon can hit, a nurse was injured slightly after surgery when the surgery was almost done and they were cleaning.

Manufacturer narrative:
Examination of the returned device confirms the report. The instrument has been damaged and deformed from heavy use. There has been a sharp edge created from improper impaction on the body of the device. The device was released to distribution in july 2015 and is less than a year old. The root cause is attributed to misuse/heavy use. Corrective action is not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.